Event description:
The patient presented in 09/2002 with signs of an infections of the lumbar region. These included fever, redness, drainage, and pain. The lumbar region, device pocket, and csf cultured positive for gram positive cocci, staph aureus, and mrsa. The patient had meningitis and was treated with IV antibiotics and total device system explant. The infection resolved and there was no drug withdrawal.